Manufacturer narrative:
Patient age and weight were not provided. A medtronic representative went to the site to test the equipment. A system checkout showed that the equipment was full fully functional. The reported event could not be duplicated by medtronic personnel. The nurse reported that the most likely cause was that the old cranial frame with small pin was placed on upside down. The software investigation concurred with the nurse, however was unable to determine root cause without further information. There were no further issues reported.

Event description:
A or registered nurse reported that intermittent tracking occurred while in a cranial procedure. They were using navigation to place an ommaya reservoir. They registered successfully, went sterile and navigated for a few minutes without issue. After a short period, the surgeon began to navigate and when touching anatomy it was showing him in space (no anatomical images were seen on the system screen). Frame was seated properly, checked camera distance and it was seeing both probe and frame. The surgeon opted not to trouble-shoot and completed the procedure without the use of the navigation system. There was no impact on patient outcome.